Event description:
Additional information reported to abbott indicated that reprogramming was performed to resolve the event.

Manufacturer narrative:
Further information was requested but not received.

Event description:
It was reported that there were episodes of the noise resulting in oversensing on the right ventricular (rv) lead. The suspected cause of the noise was electromagnetic interference (emi). No intervention has been performed at this time. The patient was stable.